Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to high resistance on the internal battery. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 59 mg/dl at the time of the incident. Customer treated with food. Customer was recently in the hospital due to dehydration. Customer reported they have kidney disease, gastroparesis, nerve condition, and pneumonia. Customer stated insulin pump had replace battery alarm. Customer stated they were able to clear the alarm. Customer stated they first received low battery alert prior to replace battery alarm and second time they did not receive low battery alert prior to replace battery alarm. A new battery was able to resolve the issue. The insulin pump will be returned for analysis.